Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the atrial lead displayed high, out of range low voltage impedance. In addition, the guidewire could not be completely inserted into the lead. The lead was removed and replaced with no adverse consequences reported on the patient.

Manufacturer narrative:
The reported field event of high impedance could not be confirmed, but the event of stuck stylet was. X-ray examination noted that the stylet distal ball tip was near the ring electrode. The inner coil was normal. The cause of the issue was isolated to body fluid entering the inner coil through the helix header. The lead was tested on the bench and no anomalies were found.